Event description:
Customer reported screen became blank and customer could not ventilate in bag or vent modes. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.